Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient¿s ipg had reached end of life. As a result, surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
The report that the device was revised due to eol (end of life) was confirmed. Analysis and longevity calculation found the device declared eol, and that the battery depletion was normal, due to usage.

Event description:
It was reported patient underwent surgical intervention on (B)(6) 2025, wherein the ipg was explanted and replaced to address the issue. Therapy was restored post-op.